Event description:
Facility reported the bloodline had a "crimp" below the drip chamber when removed from package. Bloodline was not used for treatment. Product sample returned for evaluation, complaint confirmed on visual examination.